Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the svc center, leakage from the disposable batteries was noted in the battery compartment of the device.